Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,000 mg/dl, a loss of consciousness. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline and customer wore a heart monitor. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer indicated they sustained possible permanent heart and brain damage, and partial memory loss. Additionally, the customer was involved in a car accident prior to the hospitalization. Customer indicated the car accident was not bg related; however, customer's partner believed customer was experiencing a potential hypoglycemic event prior to the accident. The cause for the reported issue was unknown. Pump history review by tandem technical support confirmed the pump was functioning as intended. No additional event information was provided.